Event description:
This lead was implanted on (B)(6) 2013 and remains implanted till this time. The physician was dr. (B)(6) at the (B)(6) hospital in (B)(6). A call to technical support was made on (B)(6)2013 stated that this quickflex lead was repositioned because it pulled back. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).